Event description:
The customer alleged a mechanical failure. The unit was not heating the cidex solution. The customer stated that the temperature light was not lit and when the scopes were pulled out after each cycle, they were cold; the scopes were usually luke-warm. The customer stated that the load was not used on pts. Per customer, there were no human reaction or adverse events due to the issue.

Manufacturer narrative:
Temperature light not lit, capital equipment, evaluated at customer site. The customer replaced the heater on the unit. Customer repaired the unit.